Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(6). (B)(4)

Event description:
A consumer reported blurry vision at 19 inches, vision worse after yag capsulotomy that was performed status post cataract surgery with an intraocular lens (iol) implant. He is frustrated with wearing glasses for to use the computer. There are two manufacturer reports associated with these events. This file is for the right eye.